Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Product received on july 24, 2024 as indicated above. Device evaluation is in progress and will be provided upon completion. A follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a 52mm evoque procedure. Left femoral vein access was used. During the procedure the patient presented with cardiac tamponade and passed away. Wire placement was straightforward, perfectly positioned in apex, posterior of papillary muscle using a competitor's steerable guide sheath. During stepwise expansion of the valve, the system needed to come more ventricular (add depth), because of expected foreshortening of the valve. The delivery wire was retracted, maintaining a good wire loop. The next maneuver of retracting the tapered tip could not be performed as there was significant resistance felt. At each stage of anchor expansion, 45 degrees and 90 degrees, the valve foreshortened. Corrections were made by removing the secondary flex but the tapered tip could not be moved. In addition, the retraction button did not seem to be working as normal. Continued troubleshooting to reduce the resistance was used but it was unsuccessful. Next step was to rotate the blue knob clockwise by two half turns but again tapered tip did not move. The valve needed to move deeper for a successful placement. Therefore, depth was added despite the problem retracting the tapered tip. The first operator then managed to pull the tapered tip with force. The result was a successful expansion with a controlled valve release at the optimal position with no leaflet pinning. However, upon release, an effusion that quickly progressed to tamponade was identified. Within two minutes, a pericardiocentesis was performed and surgeon called. The surgeon determined the (B)(6) year-old patient was not an ideal candidate for sternotomy. Echo managed to locate a perforation in the posterior apex region. Then the interventionalist managed to bring a pigtail catheter via the right ventricle into the epicardial space. An 8mm competitor occluder was used to close the perforation. This was successful, confirmed with a right ventricle angiogram. Nevertheless, the patient continued to bleed into the pericardial space and the source could not be detected. The medical team decided that no more options were at hand and the patient passed away.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence via imaging evaluation. Available information confirms that procedural issues related to guidewire management and absence of sufficient guidewire retraction during advancement of the delivery system into the ventricle was identified as the root cause. No manufacturing non-conformities were found in the returned sample or identified from the imaging evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.